Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one obturator without any packaging. The obturator was connected to a 22ga catheter adapter assembly. A visual/microscopic evaluation of the returned unit. Upon removal of the obturator from the catheter/adapter assembly, it is observed that the obturator is not at its full length. The defect was confirmed to be a break to the obturator. It may have originated during the manufacturing process when a part can get pinched between the rails. The verbatim also suggests it is probable the device was damaged prior to use as the defect was not noticed until after the device had been removed from the patient. A device history record review could not be performed as the lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when removing catheter to connect infusion set the tip of the obturator was missing with a bd obturator¿ for insyte 22g 25mm l. The following information was provided by the initial reporter, translated from french to english: when removing the catheter to connect an infusion at the patient's left arm, noticed while unscrewing the system that the size of the flexible obturator is unusual - is shorter. The "tip" of the obturator was not present in the rest of the catheter system. No noticeable facts when setting up the device.